Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Mxp2153161, qerts# (B)(4).

Event description:
Customer performed antibody ID with 0.8% resolve a panel vra333 and reports cell# 5 failed to identify for anti-c (big) on one patient sample in question. Customer initially called tsc to report single patient failed to react with cell#1 from 0.8% surgiscreen. Customer reports not all screening cells were negative. Customer testing in manual gel method using mts anti-igg gel card customer reports no patient harm occurred and anti big c identified in tube method at reference lab once specimen in question was sent out. Issue started on: (B)(6) 2019. Microtubes/wells or cell (donor #) affected: cell# 5. Reaction grade obtained: 0. Customer was expecting: pos. Incubation time (for manual test only): 15 min. Test repeated: yes. Method/result obtained by repeating: 0. Number of samples affected? One. Was qc affected? No. Product handling protocol: cassette/gel card storage temperature range: according to IFU. Cassette/gel card orientation: according to IFU. Rbc storage and handling: according to IFU. Visual appearance before use: normal. Opened vs unopened? Opened. Customer reports patient in question had no past medical hx or blood bank history in facility. Customer sent sample in question to reference lab were they discovered patient in question to have anti-big e, anti-big c, and anti-wra in tube method. Tsc discussed with customer different clones and titer of antibody in question possibly low in patient plasma. Customer content with discussion and documentation. Customer able to find full x-match compatible units and no patient harm occurred. Customer confident in ortho product as qc passed and no other patients affected.